Event description:
Boston scientific crm received info that immediately following the implant procedure, this dextrus right ventricular lead exhibited high impedances and non-capture. The pocket was reopened, and the lead was successfully repositioned with appropriate measures.